Event description:
A caller reported a cgm error 42 related to their g6 sensor, which was resolved following guidance from a customer support representative. Support provided instructions for a complete pump reset and assisted the caller through the process. After resetting the pump, the error code did not appear again, indicating the issue was resolved. There was no adverse impact to the customer¿s blood glucose level. The customer successfully started their sensor session afterward, indicating a positive outcome.